Event description:
It was reported during use cs300 intra-aortic balloon pump (iabp) had systematic failure and electrical test fails displayed code#117. Observed electrical code#117 in fault log along with 43 and 61. There was no harm or injury reported.

Manufacturer narrative:
Due to character limitation event site full name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field: b4; d9; g3; g6; h2; h3; h6 medical device ¿ problem code, type of investigation, investigation findings, investigation conclusions, component codes; h11. Corrected fields: g1 contact person ¿ mfg site. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, failure observed by end user electrical test code#117 displayed along with system failure alarm. Tested cs300 could not duplicate electrical test code #117 failure. Observed electrical test code#117 in fault log along with fault code 43 and 61, front end board failure. Replaced front end board (0670-00-0668) and calibrated to specifications. Unit passed all functional and safety tests per factory specifications, returned to customer. The following investigation was performed by (B)(4), technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: the failure analysis and testing dept. Received part number 0670-00-0668 with a reported unit failure of an electrical code 17 along with a system failure alarm. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part into cs300 test fixture serial number (B)(6) and tested the part to factory specifications per the cs300 service manual part number 0070-00-0689 rev w. Code 117 appears along with the system failure alarm. Confirmed the failure but root cause is impossible to define. This revision is obsolete and cannot be tested by the supplier. Retaining the part in the failure analysis and testing department per procedure number (B)(4).